Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) has evaluated the iabp and was unable to duplicate the reported issue. However, pending further evaluation, the lcd display panel, back light inverter board, video receiver board and cable are to be replaced. A supplemental report will be submitted when evaluation is completed.

Event description:
It was reported that during therapy in the intensive care unit, the cs300 intra-aortic balloon pump (iabp) display monitor blackout. Although the iabp kept pumping, the customer decided to replace it with a cardiosave iabp to continue iabp therapy due to possible danger. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer replaced the lcd display panel, back light inverter board, video receiver board and cable as a precautionary measure.

Event description:
It was reported that during therapy in the intensive care unit, the cs300 intra-aortic balloon pump (iabp) display monitor blackout. Although the iabp kept pumping, the customer decided to replace it with a cardiosave iabp to continue iabp therapy due to possible danger. There was no patient harm and no adverse event was reported.